Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that the needle was clogged with a bd pen ndl 32g 4mm pro. This occurred on 4 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: it was reported in a response to a social media post that a person living with type 1 diabetes has experienced blocked needles. She stated "I have had four without internal hole (eg needle was solid)". In response to "every single one seems to catch like it has a barbed end - I get a horrible "pop" as I push it in." There was no reported patient injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was clogged with a bd pen ndl 32g 4mm pro. This occurred on 4 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: it was reported in a response to a social media post that a person living with type 1 diabetes has experienced blocked needles. She stated "I have had four without internal hole (eg needle was solid)". In response to "every single one seems to catch like it has a barbed end - I get a horrible "pop" as I push it in." There was no reported patient injury.